Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) for its non boston scientific right atrial (ra) lead. Technical services (ts) was consulted and reviewed the stored episodes, with the the available measurements values consistent since last year. Patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.